Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) discussed there is oversensing of the baseline wandering. The device data was analyzed and the r-wave amplitude was observed to be lower than the required minimum for an s-ICD system. It was advised to reproduce the noise in-clinic and confirm system placement. The patient was seen in-clinic and isometrics were performed. No baseline wandering was reproduced in any case, however, the myopotentials were reproduced in primary and alternate vectors. Nevertheless, the alternate vector seems to have bigger r/t ratio and r-wave amplitude, therefore, the device was reprogrammed to alternate vector. No inappropriate shock nor sensing has been observed since changes were performed. The s-ICD system remains in service. No additional adverse patient effects were reported.